Event description:
The customer reported that she had been experiencing false sensor glucose readings. Customer reported that she had a low sensor glucose reading, then after eating had a blood glucose level of 300 mg/dl. The customer also reported having a sensor glucose reading of 100 mg/dl, when blood glucose level was actually 44 mg/dl. The customer declined troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.